Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 21/aug/2019 and inspection of the unit was performed on 30/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection, primary operation channel resistance, air/ water socket cylinder o-ring chipped, dust inside prism, control body root brace cut, passed dry leak test, suction tube resistance, umbilical cable buckle at umbilical connector side, passed wet leak test, image spots, hole in # 2 remote control button cover, insertion tube gauge/dig at stage 1. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion. Parts replaced: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, objective prism assy, remote control button, air/water supply tube lg, suction channel lg, light guide cable, root brace rubber lg body, o-rings and seals, distal case/cap, deflector body link, operation channel, body side cover for deflector, deflector body attaching screw, jet/air/water tube retaining collar.